Event description:
The patient's device was explanted in 2008 (date not reported) due to cholesteatoma causing the electrode array to migrate out of the cochlea. Reimplantation plans were not reported at the time of this report, july 01, 2008.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.